Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. During operation, the autopulse platform performed compressions for two minutes. The platform was posed to check the patient pulse, however, the compressions could not be restarted and the platform displayed an unknown error message. The crew performed the manual CPR until arrival at the hospital. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead in the hospital. Per the reporter, the patient's outcome is not related to the autopulse platform. After the incident, the crew checked the platform with a manikin, and the platform displayed a user advisory (ua) 02 (compression tracking error) message.

Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) stopped compression and displayed an unknown error code" was confirmed in the archive data but was not confirmed during functional testing. No malfunction was observed, which could have caused or contributed to the reported complaint. The autopulse platform functioned appropriately and as intended. Based on the archive, the likely root cause was due to the patient being out of position or the patient was not properly centered/aligned on the platform. The customer secondary complaint of the platform displayed a user advisory (ua) 02 (compression tracking error) message when it was tested with the manikin was confirmed in the archive review but not during the functional testing. The probable root cause for the reported error, based on the archive, the manikin circumference was very large in size and light in weight during the take-up. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform passed the initial functional test without any fault or error. A review of the archive file showed occurrences of multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), thus confirming the customer complaint. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. In addition, the archive showed the presence of the message user advisory (ua) 02), thus confirming the secondary customer complaint. User advisory is a clearable error message; user advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. This advisory can happen when the patient is not oriented on the autopulse platform correctly or the patient has shifted. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. Per the battery hangtag - advisory codes description and action, user advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.